Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed a low battery message when the meter powered on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he first noticed the battery indicator symbol on (B)(6) 2017. The patient manages his diabetes with oral medication, diet and/or exercise. He denied making any changes to his usual diabetes management routine following the start of the alleged issue. He reported that 2 days later, at 3:30pm on (B)(6) 2017, he developed symptoms of ¿very shaky.¿ he indicated that he self-treated his symptoms by consuming glucose drops at 3:40pm on (B)(6) 2017. He denied using any other device to test his blood glucose levels. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided, there had been no misuse of the meter. Also, based on the information provided, the meter¿s battery needed to be replaced. However, the patient did not have a replacement battery to insert into the meter and stated that he couldn't afford to buy one. The patient¿s products were requested back and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event, i.e. Very shaky, after the alleged product issue began.